Manufacturer narrative:
Manufacturer investigation conclusion: review of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 21:24:55 on 20jan2021 through 12:49:10 on 22jan2021, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These alarms did not appear to be associated with elevations in pump power or pulsatility (pi) events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2014. The hmii lvas instructions for use (IFU) and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous damage to the patient's driveline requiring rescue tape is reported in MFR # 2916596-2019-05196. The patient's weight was requested but has not been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for low flows when connected to the power module. The alarms stopped when the device was powered by batteries. The history showed no pump stoppages but showed many low flow alarms in 36 hours. The silicone covering on the device's driveline was almost completely gone, leaving the driveline covered exclusively by rescue tape. There had also been a clamshell repair performed on the driveline. The log file captured multiple strings of low flow alarms during the approximately 1.5 day length of the file where the flow estimate dropped below 2.5 lpm. The pump was recording a reduction in blood volume. There were no indications of an issue with the driveline in the log file.